Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer service provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer could continue to use the pump. The customer was advised to call back if any malfunction code recurred and acknowledged this guidance.